Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was saying lost sensor signal. The customer also experienced high blood glucose levels of 576 mg/dl. The customer drank water and he treated. Then the customer¿s blood glucose was 470 mg/dl then went down to 360 mg/dl. Customer declined high blood glucose troubleshoot. Customer stated his blood glucose went down to 146 mg/dl when he woke up. The product was not returned for analysis.